Manufacturer narrative:
The results of the investigation are inconclusive since the device accessory was not received for analysis. Based on the information received, the cause of the reported incident could not be determined. In the case more information is received that may contribute to the conclusion of this investigation, the investigation will be re-opened and undergo additional investigation activities, as appropriate.

Manufacturer narrative:
One cardiomems patient electronic system with power supply box and power cord was received for evaluation. Visual inspection verified the power supply box had frayed/exposed wires. The returned power supply was not plugged or used due to the power supply wire severed at the box. A standard patient electronic system was powered on successfully multiple times with the returned power cord in conjunction with a standard power supply. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported exposed and frayed wires of the power supply box. The power supply box and cord were replaced and there were no adverse consequences reported by the patient.